Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a pusher wire and introducer sheath were returned for this complaint. The main coil did not return. Pusher wire was kinked and stretched. The introducer sheath was inspected, and no damages were found. No more damages were found in the returned device. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was detached. Dimensional inspection of the pusher wire and main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 16feb2022. It was reported that the coil failed to separate. A 20mm x 50cm interlock was selected for use. During the procedure, it was noted that the coil could not detach and deploy after entering inside the vessel. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.